Manufacturer narrative:
H3: the revision reported was most likely the result of infection and/or rotator cuff failure resulting in proximal migration of the humeral components relative to the glenoid and subsequent prosthesis wear of the glenoid component. However, the reported infection and rotator cuff failure could not be confirmed from the provided information. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information and product information were not provided.

Event description:
As reported, the patient underwent a left side revision of an anatomic shoulder due to pain, possible infection, and cuff failure. An antibiotic spacer was implanted. The patient was not revised to exactech devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation.